Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 08 may 2024,senseonics was made aware of an incident where . User reports a low glucose event. The following example set was provided: 7-may-2024 between 10:00 pm - 11:00 pm CT / sg not available - bg 48 mg/dl. After dms review, we confirmed the following information at the time of the event: 7-may-2024 between 10:00 pm - 11:00 pm CT / sg not available - bg not entered the user didn't have glucose values available on that period of time because she had previously received a calibration past due alert at 6:37 am CT, and later a calibration expired alert at 10:08 pm CT, therefore low glucose alerts weren't available either.user didn't seek for medical treatment and resolved the event by taking a shot of insulin, eating and waiting around 15 minutes. User's hcp isn't aware of the event, user was advised to follow up with the hcp for further medical guidance.

Manufacturer narrative:
The user originally reached out to report that she could not see glucose data in her system, as documented in e3 case, (B)(4). During troubleshooting, the user reported that she had experienced a hypoglycemic event the night before ((B)(6) 2024 between 10:00 pm and 11:00 pm) and had not been feeling well. The user reported that her bg at the time of the event was 48 mg/dl and sg value was not available because user had received a calibration past due alert at 6:37 am and later a calibration expired alert at 10:08 pm. The system could not trigger any alerts as the glucose values were blinded. User didn't seek any medical treatment and resolved the issue by taking insulin and eating. The user was advised to contact hcp for any medical guidance. No further investigation was found necessary for this complaint. B4. Date of this report 25 july 2024. H3. Device evaluated by manufacturer? Yes. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.